Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. No button error alarm noted. Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 84 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she has been receiving motor error alarms for the past year. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.